Manufacturer narrative:
The returned device was evaluated. The hard cannula was observed to be bent and the soft cannula was observed to have a tear at the location of the bend. Fluid was seen exiting the site of the tear. Timeouts were observed in the device data, but no abnormalities were found with the rotational sensor data. The cause of the timeouts could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 463 mg/dl, while wearing the pod between 36 and 48 hours on the abdomen. A new pod was applied to treat the hyperglycemia.